Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the middle cerebral artery (mca) using penumbra smart coils (smart coil). During the procedure, while attempting to advance a smart coil through the microcatheter, the physician noticed that the smart coil was unable to advance out of its introducer sheath; therefore it was removed. The procedure was completed with new smart coils without further issues. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device is no longer available for return as mentioned in the initial MDR; therefore, the MDR was updated accordingly. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device was lost and not returned.